Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the severely tortuous and severely calcified distal left circumflex artery. The physician inserted the 1.5x12mm apex push balloon catheter into the femoral artery and advanced it to the lesion. On the first inflation, the physician inflated the balloon to 12atms for five seconds. The physician then noticed that blood had flowed into the balloon catheter. The device was removed intact. There were no pt complications. The procedure was successfully completed with a 1.5x12mm apex flex balloon catheter. Pt status is reported as "good". This device is only ous approved, but is similar to marketed us device.

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.